Event description:
On (B)(6) 2021, during a follow up, a peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy on the liberty select cycler reported to fresenius they underwent a procedure to untangle their catheter. There was no specific allegation this event was related to a deficiency or malfunction of any fresenius device(s) or product(s) in the initial reporting. Upon follow up with the patient's pd registered nurse, it was reported this patient underwent a nonemergent outpatient procedure for a pd catheter (not a fresenius product) revision on (B)(6) 2021. Prior to this event, the patient's pd catheter was found to be in malposition, and they experienced pain with drain cycles during continuous cyclic pd (ccpd) therapy on the liberty select cycler as a result. The patient did not experience a serious injury that could potentially cause or contribute to this event. It was confirmed the patient's pd catheter malposition, and the associated outpatient procedure were not due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient recovered and continues ccpd therapy on the same liberty select cycler following this event. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).